Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of a past event. The customer indicated that in (B)(6) 2015, the insulin pump failed to alarm for low blood glucose. The customer indicated that he was hospitalized due to being in a diabetic coma. The customer's blood glucose reading was unknown at the time of incident. Customer wanted to report the incident only.